Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unknown pump error alarm. The customer stated after inserting new battery insulin pump gives alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display, unable to perform the self test, sleep current measurement, active current measurement and displacement test or verify e/a alarm anomaly due to display anomaly. Device was cut open to perform visual inspection and found moisture damage electrical board 2, 40 pin flexible printed circuit/lcd. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the device display properly and no anomaly noted. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the device was blank flashing white light on the display. In conclusion, the device with a constant blank flashing white light on the display due to moisture damage on the electrical board 2. Device had scratched case. The test p-cap locks properly in place in the reservoir compartment noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.